Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a damaged door; this condition had the potential to interrupt delivery. This event occurred upon power up in the biomedical service department. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a damaged door was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be customer mishandling. The pump head door, occlusion detectors and the pump head cover were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received a follow-up medwatch will be submitted.